Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose ranged from 90-145 mg/dl.